Event description:
The customer reported experiencing air bubbles in the canister. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer filled the tubing multiple times until the gap was cleared. Customer resumed insulin therapy.